Event description:
The customer reported there was a defect at the distal end of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found the angle wires were stretched and cut. The adhesive on the bending rubber was worn. The flexibility adjustment wires were stretched. The universal cord was damaged/deformed. The adhesive around the light guide lens and objective lens was worn and partially missing (chipped). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.